Event description:
Edwards received notification that a patient with a porcine valve model 662529mm implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approx. Eight (8) years and eleven (11) months due to degeneration with thickened leaflets and limited opening (posterior leaflet prolapse into la during systolic phase; orifice area 1.6cm2; mean gradient 8mmhg), leading to massive mitral regurgitation (regurgitation area 8.4cm2). The regurgitation was observed on echo one month before the procedure. As per medical records, the patient presented with shortness of breath on exertion for one (1) year. Symptoms worsened during the last month. A 26mm transcatheter valve was implanted within the surgical device. The patient was noted as to be recovered and stable.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including renal insufficiency.